Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the cannula was missing from the sensor when it was removed for lost sensor alarms. The blood glucose reading was not known. The introducer had been difficult to remove and that insertion hurt more than usual. The customer declined further troubleshooting and was advised to see a health care professional if the cannula was not found. The sensor will be replaced and returned for analysis.